Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; if explanted; give date: n/a (not applicable). The cartridge is not an implantable device. Concomitant medical products: healon endocoat, lot number 027850. Healon pro, lot number ue31334. Device evaluation: according to initial report: ¿product not returning¿. Since cartridge was not returned, the complaint issue reported could not be verified. Product deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that revealed that six additional investigation requests were received from this production order. Two of the six were for issues unrelated to this complaint, and there was no quality deficiency determined. The remaining four investigations were not verified and no product deficiencies were identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a site visit, an observation was made there was some amount of ''viscous material'' coming out of a 1mtec30 cartridge during deployment of a zcb00 intraocular lens (iol). The viscous material was like a residual precipitate, small amount. There were no patient post-op injuries reported and the lens remains implanted. Unfortunately, no product will be returned. The reporter believes that the ¿white syrup¿ material might have come from the cartridge. Through follow-up it was learned that the debris/foreign matter was inside the eye after deployment, and the surgeon removed the debris using forceps. No other information was provided.